Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the echo-19 device of lot number c1717088 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. As per image provided, it appears that the needle was kinked below sheath extender (proximal). Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-19 of lot number c1717088 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1717088. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. It may be possible that damaged occurred during the attachment or detachment to scope and potentially causing the needle kinked below sheath extender. As per additional information provided the device was not damaged on removal from packaging. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Photo received 13-apr-2021 confirming proximal kink for all complaints, ask: are images of the device or procedure available? N/a, yes, no . If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end . Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no please specify if yes. . If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no . If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: _____________________ . Was gaining access to the target site difficult? N/a, yes, no . Was the device used in a tortuous position? N/a, yes, no . Was puncture of the target site difficult? N/a, yes, no . Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. . Please describe the size of the intended target site. . If not with the device in question, how was the procedure performed and/or finished? . Was the device damaged in packaging prior to removal? N/a, yes, no . Was the device damaged on removal from packaging? N/a, yes, no . Was force required to remove the device? N/a, yes, no . Did the patient require any additional procedures as a result of this event? N/a, yes, no . What intervention (if any) was required? . Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day . Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no . If yes, please specify what was observed and where on the device it was observed. . What is the scope manufacturer and model number that was used? . Was resistance felt while inserting the device through the scope? N/a, yes, no . Was the scope recently serviced / repaired? N/a, yes, no . When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? . Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no . Was difficulty experienced while retracting the needle? N/a, yes, no . Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no . Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no . Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no . How many samples were obtained (passes completed) with this needle? . Did any section of the device detach inside the patient? N/a, yes, no if yes, please specify: . Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no . Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no . When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no . If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Answer's: ,yes its there handle end ,no ,no ,no ,yes ,no ,yes ,stomach ,5cm ,no ,no ,no, ,yes ,yes ,drainage ,no same , kink ,olympus ,no ,no ,adv sheath ,no ,no ,yes ,yes , ,no ,yes ,no ,yes ,no ,nil